Event description:
A distributor reported that a child using the bed at home keeps falling out because the zipper is broken. More information received was that the zipper slider is completely off the track. There was no injury to the child.

Manufacturer narrative:
(B)(4) - the product has been requested to be returned but has not been received. (B)(4).